Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65 mg/dl. The customer consumed 15 grams of crackers to treat bg level. Reportedly, the contact consulted with health care provider, and requested assistance from tandem technical support in changing the customer's basal rate, correction factor, and carbohydrate ratio settings. Tandem technical support assisted the customer with the requested changes to the settings.